Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 06/29/2015 ¿ 06/30/2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was subsequently performed by manually filling the device with water. During fill, a backflow/leak was observed at the fillport. The reported condition was verified. The leak/backflow condition was determined to be due to a white particle approximately 0.20 square mm in size located under the checkband. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.